Manufacturer narrative:
As reported by our affiliate, during pta of the superficial femoral artery, the balloons 435-4040s and 435-204s ruptured below nbp (4atm) consecutively in the same procedure. The lesion was described as having slight tortuousity, 100% stenosis and unknown calcification. There is no information reported on which balloon was used first. The procedure was successfully completed with another 435-304s successfully. There was no patient injury reported. The product was not returned for testing and evaluation. Clinical impression: during a percutaneous transluminal angioplasty to this female's superficial femoral artery the balloon was reported to have ruptured. The vessel was described as slightly tortuous with a 100% stenosis. A previous attempt with another balloon also ruptured. Both balloons ruptured at 4 atmospheres. There was no injury to the patient. The product will not be returned for analysis. Not enough information is available to make an assessment of device, patient or procedural factors that may have contributed to the reported event . Review of the manufacturing route sheets revealed no anomalies that can be associated with the reported complaint. No other complaints have been reported for this lot number to date. Evaluation conclusion: the exact cause for the reported anomaly could not be determined as no product was returned. Action taken: no corrective action will be taken; the exact cause for the reported anomaly could not be determined as no product was returned.

Event description:
Balloon/ leakage, rupture/rupture.